Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for the part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be re-opened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening of the talar component.